Event description:
Reportedly, during pacemaker interrogation, abnormal values were observed on the lead impedance and detection curves for both the atrial and ventricular channels between mid-march and mid-april 2019. It was reported that the patient was tired but did not feel any discomfort or dizziness. Preliminary analysis revealed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level.

Manufacturer narrative:
Preliminary analysis revealed that the aberrant data displayed resulted from a communication error not detected by the programmer.

Event description:
Reportedly, during pacemaker interrogation, abnormal values were observed on the lead impedance and detection curves for both the atrial and ventricular channels between mid-march and mid-april 2019. It was reported that the patient was tired but did not feel any discomfort or dizziness. Preliminary analysis revealed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level.

Event description:
Reportedly, during pacemaker interrogation, abnormal values were observed on the lead impedance and detection curves for both the atrial and ventricular channels between (B)(6) and (B)(6) 2019. It was reported that the patient was tired but did not feel any discomfort or dizziness. Preliminary analysis revealed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level.